Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary customer returned (1) used 1.0ml 31ga syringe, reporting plunger difficult to move. The syringe was visually inspected using microscope and found no damages/issues. Performed a functional test on the returned sample, using water and was able to draw water into the syringe barrel to all the unit levels without any issues. Hence, the alleged issue could not be confirmed based on the sample retuned for investigation. A review of the device history record was completed for batch# 2129795. All inspections were performed per the applicable operations qc specification. Based on the sample received, embecta was unable to confirm the reported issue. The root cause could not be determined because the issue could not be confirmed. H3 other text : see h10.

Event description:
It was reported that the plunger rod in the bd insulin syringe with the bd ultra-fine¿ needle was difficult to push during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod is difficult to move, stated that it will not depress. Consumer stated that he re-uses the syringe at least 4 times."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod in the bd insulin syringe with the bd ultra-fine¿ needle was difficult to push during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod is difficult to move, stated that it will not depress. Consumer stated that he re-uses the syringe at least 4 times."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2129795. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that the plunger rod in the bd insulin syringe with the bd ultra-fine¿ needle was difficult to push during use. The following information was provided by the initial reporter: "consumer reported that the plunger rod is difficult to move, stated that it will not depress. Consumer stated that he re-uses the syringe at least 4 times."